Event description:
An olympus representative reported on behalf of the customer that the black end of two resection sheaths, 24 fr. Appeared to be chipping off on two separate occasions. These were not usually discovered until mid or near the end of the case, so the customer was not sure when it happened. Both patients had an x-ray, which caused an unspecified delay, and no tips were found. The procedure being done was a therapeutic cystoscopy and was completed using the same device. There was no further patient impact reported. During the first incident, the customer was "putting things away" when they noticed that the sheath beak was missing. This event is reported under the following related patient identifiers: (B)(6) first incident; (B)(6) second incident. This medwatch is for patient identifier (B)(6).

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the damage to the insulation material of the sheath was caused by thermal or mechanical overload, improper handling, mechanical impact (such as a fall or shock), or similar stress. Additionally, the wear and tear on the insulation tip may have been caused by mechanical or thermal influences. Unfortunately, it cannot be determined with certainty whether there was pre-existing damage to the device or if any damage to the ceramic insulating insert occurred during the last reprocessing or use. The instructions for use carry a warning that the ceramic tip can break due to mechanical loading or thermally induced stress. Therefore, it is the user's responsibility to inspect the instrument before each procedure. In the case of unclear remnants of fracture fragments from the ceramic insulating insert, these can be localized using a suitable x-ray procedure or computed tomography and removed if necessary. The event can be detected and prevented by following the instructions for use which state: chapter 4.1 ¿inspection and testing¿ of the instructions for use (IFU) regarding the proper reprocessing of the affected device. Prior to using medical devices, please ensure they are in perfect technical condition. See also the warnings in the instructions for use (IFU). 4 before use warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.